Event description:
This report is being filed after the review of the following journal article: wei z, et al. (2022), retrospective analysis of sagittal balance parameters and clinical efficacy after short-segment anterior cervical spine surgery with different fusion devices, international journal of general medicine, volume 15, pages 3237¿3246 (china). The objective of the study was to compare the cervical sagittal balance parameters and clinical efficacy of three fusion devices after short-segment anterior cervical discectomy and fusion. From may 2013 to may 2019, 516 patients with cervical spondylosis who underwent surgery were included in the study. Patients were then divided into 3 groups according to which type of fusion device they chose, including 182 cases in the unknow depuy spine skyline anterior cervical titanium plate group, 163 cases in the competitor¿s artificial cervical disc group (manufacturer:centinel spine) and 171 cases in the unknown synthes zero-p va anterior cervical interbody fusion and fixation system group. In the skyline group, the mean age was 51.43±10.32 years and the mean bmi was 23.16±2.55. In the zero-p va group, the mean age was 53.13±11.07 and the mean bmi was 23.30±1.63. Anterior cervical discectomy and fusion in all 3 groups. The complications were reported as follows: (skyline group) 23 patients had light dysphagia. 3 patients had medium dysphagia. Unknown patients had slight loss of c2-c7 cobb angle with a mean loss of 4.95 (4.01, 5.98) observed at the last follow-up. Unknown patients had slight loss c2-c7 sva correct with a mean loss of 2.11 (1.56, 2.58) observed at the last follow-up. (Zero-p va group) 9 patients had light dysphagia. 1 patient had medium dysphagia. Unknown patients had slight loss of c2-c7 cobb angle with a mean loss of 5.12 (3.98, 6.04 observed at the last follow-up. Unknown patients had slight loss c2-c7 sva correct with a mean loss of 1.96 (1.44, 2.35) observed at the last follow-up this report is for unk - constructs: skyline plate/screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.